Manufacturer narrative:
H3: the reason for the revision cannot be confirmed from the information provided, but may be due to prosthesis wear as reported, patient conditions, or inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear could not be confirmed as no images or radiographs were provided and the devices were not available for evaluation.

Manufacturer narrative:
Pending investigation. D10: femoral component cr, porous size 4, l, 02-010-04-0240, (B)(6). Cr slope insert size 4+, 11mm, 200-64-11, (B)(6). Cemented finned tray 4f/4t, 200-04-44, (B)(6). Three peg patella, 41mm, 200-02-41, (B)(6). H7: z-0019-2022.

Event description:
As reported, the patient had an initial left tka on (B)(6) 2015. The patient was revised on (B)(6) 2023 due to poly wear. Everything was removed. There was no reported breakage of device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.